Manufacturer narrative:
The device is expected to return for analysis. A follow-up report will be submitted with all additional relevant information. Device code 1494 clarifier- indication for use. Device code 2017- incorrect prepna.

Event description:
It was reported that the procedure was to treat the marshall vein/atrial fibrillation ablation. During preparation of the 2.0x6 mm mini trek ii balloon dilatation catheter, the device was not soaked in a saline solution and the balloon is inflated outside the anatomy to less than 4 atmospheres. Then the balloon was advanced to the vein and was inflated once to 8 atmospheres; however, a distal balloon rupture occurred. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture is related to user error. It was reported by the account that physicians do not activate the coating in a heparinized saline solution and the physicians inflate the balloon to test it before using it, to make sure it¿s fully functional before using it on a patient. It should be noted that the coronary dilatation catheters (cdc), mini trek ii over the wire (otw), global, information for use (IFU) states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the coating is not properly activated or hydrated, it keeps the balloon pleats affixed or stuck with each other, potentially causing balloon damage as the balloon expands from its compressed state to being fully inflated, causing irregular ruptures/tears or delamination within the surface of the balloon during inflation. Additionally, it states: remove all air from the syringe or inflation device barrel. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. Slowly release the device pressure to neutral. Based on the reported information, it has been determined that insufficient prep and inflating the balloon outside of the patient anatomy while being insufficiently prepped, led to the reported balloon rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4 - lot # updated from 11130g1 to: 21020g1. H6: health effect- impact code 2199 removed. H6: medical device problem code 1494 removed.

Event description:
Subsequent to the initially filed report, it was reported that the balloon was not used in the anatomy and the issue occurred during preparation of the device. No additional information was provided.